Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from bending section cover (a-rubber) and the pipe protecting forceps elevator wire (k-pipe). The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf type 150 operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: due to a cut on the bending section cover, water tightness was lost. Due to damage on pipe protecting the forceps elevator wire (k-pipe), water tightness was lost. Because the scope cylinder was shaved, the suction volume did not meet the standard value. Due to the deformation of the electric connector, the endoscope cable could not be connected securely. Due to the clogging of the air/water tube, the water supply volume did not meet the standard value. Due to the clogging of the air/water tube, the air supply volume did not meet the standard value. Due to damage on the charged-coupled device unit, a foggy image occurred. The nozzle was deformed. The plastic cover had a scratch. The adhesive on the bending section cover was detached. Due to the wear of the angle wire, the bending angle in the down, left, and right directions did not meet the standard value. Due to the wear of the angle wire, the play of right/left knob was out of the standard value. Due to damage on the knob wire and forceps elevator wire (k-wire), the forceps raising angle did not meet the standard value. Switch 1 had a cut. The forceps control lever had a stain. The control unit has a scratch. The elevator control lever was shaved. The universal cord had a scratch.  Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope air/water flow was slow. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material at the connecting tube and forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.